Manufacturer narrative:
(B)(4). The lot was manufactured from 11/21/13 to 11/24/13. The device was discarded by the patient; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient had a connection issue between their minicap transfer set and minicap following peritoneal dialysis therapy. After therapy, the home patient had difficulty capping their transfer set as the sponge in the minicap was reported to be ¿too big¿. Approximately 30 minutes later, the minicap fell off while the patient was sitting down. No issues were noted with the transfer set, which had been in use for approximately 3 months. The involved transfer set did not have to be replaced, and no further issues occurred when other minicaps from the same box where used. Nothing unusual was noted with the patient¿s technique or actions that could have caused or contributed to the disconnection. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted. Same patient and event as (B)(4).